Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product remains implanted. -clinician review: no medical records were received for review with a clinical consultant. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through stryker facebook page: "been in pain since it was done, now they are wanting to do test on it?".